Manufacturer narrative:
H6- clinical code: 4581- significant reduction of iridocorneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse. Event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido corneal angles. In a separate visit the lens was exchanged for a shorter length lens. The replacement lens resolved the problem. Cause reported as a patient related factor and unknown.